Event description:
It was reported that during an implant procedure, the patient was aspirating and the procedure had to be stopped mid-way. The leads were pulled out since the patient had to be rotated to the supine position. The explanted devices were not returned as they were discarded by the medical facility. The patients implant procedure will be rescheduled.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6). Batch: 7084421.